Event description:
A malfunction was reported on the customer's pump. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted the caller with resetting the pump, but the malfunction code recurred, leading to the decision to replace the pump. The customer¿s pump was out of warranty.